Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an off no power alarm without a previous alarm on the insulin pump. Customer stated that the display stayed blank while she tried to restart the pump with a new battery. Customer tried several batteries without any result. Customer's blood glucose was 400 mg/dl. Customer took a correction from an insulin pen.